Event description:
During baxter's functionality testing it was found that a spectrum pump had a constant downstream occlusion alarm. There was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The identified downstream occlusion alarm was confirmed and observed during eval caused by a failed downstream sensor. The failed downstream sensor was replaced.